Manufacturer narrative:
At this time there is no known injury to the patient. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that could be caused to the patient by an inaccurate device measurement.

Event description:
The surgeon stated that the numbers seemed reversed for abduction and version.

Manufacturer narrative:
A review of the returned navigation unit event log shows that during the procedure, the "reference sensor unstable in comm check" message was displayed and the data received from the rs5 was abnormal. An inspection of the returned navigation unit and reference sensor was conducted and both devices performed as designed. The root cause is likely due to damaged electronics inside the reference sensor resulting in the unstable communication. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded.